Manufacturer narrative:
Date of event: unknown, not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring.

Event description:
It was reported that during the flap creation (while laser was firing) the patient interface experienced a suction loss and there was an incomplete cut. It was reported that surgeon completed surgeries successfully and flap was lifted and excimer laser was done on the same day.